Event description:
The customer reported receiving no delivery alarms for a month and feels it was caused by the infusion set and reservoir batches, after receiving new sets to try. The customer's blood glucose at the time of this report was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.